Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, when the physician checked with the scope the capsule was missing. The pt was not injured following the procedure. Another capsule was placed normally.